Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device change out procedure, the pocket was opened with a plasma blade and the patient was asystolic. The pulse generator exhibited loss of output. The device was explanted and replaced. No further complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.